Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and confirmed that the wireless foot pedal would regularly lose communication. The customer replaced the wireless footswitch and base station. The base station has been returned for analysis and no failure was observed. However, technical investigation determined that the defective footswitch was included in the population of 2nd generation footswitches with an internal connector issue. This issue can impact the connectivity of the footswitch and base station. A supplier corrective action request has been made to investigate this issue. After replacement of the wireless footswitch and base station, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the wireless footswitch was not communicating intermittently. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.